Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 5 was not closed. The field service engineer was able to resolve the issue by adjusting the screw of latch hard stop and reassembling the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the one of the drawers on the main cabinet was not close and there was a delay in patient care. There were no adverse events or injuries reported based on this event.